Manufacturer narrative:
The instrument has not been returned for evaluation; therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received. Based on the information provided, this complaint is being reported due to the following conclusions: a piece of the harmonic ace® curved shears insert accessory allegedly broke off into the patient and the fragment was retrieved.

Event description:
It was reported that during a da vinci surgical procedure, the harmonic ace® curved shears insert accessory tip fell into the patient. No patient harm, adverse outcome or injury was reported on (B)(6) 2014, intuitive surgical inc.(isi) received medwatch form from the FDA containing the following additional information. The patient was undergoing a da vinci nissen fundoplication and hiatal hernia repair. During the procedure, while in use, the tip of the harmonic ace® curved shears insert accessory scalpel broke off into the patient. The tip was retrieved without any harm to the patient. Isi contacted risk management at the site to obtain additional information concerning the reported event. She confirmed the fragment was retrieved from the patient laparoscopically during the same procedure.